Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The procedure was identified as insertion of vascular port. As noted in the device instructions for use (dfu) indications for use, "the zipwire hydrophilic guidewire is intended to facilitate the placement of endourological instruments during diagnostic or interventional procedures. The zipwire hydrophilic guidewire is not intended for coronary artery, vascular or neurological use." The device instructions for use warnings section indicates, "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, clinical and/or procedural factors appear to have impacted on the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
After completion of procedure the patient chest xray was abnormal. When the zipwire was retrieved, inspected, and compared to a new unused zipwire it was noted that a very thin part of the coating was missing. Patient was brought back to surgery to remove foreign body from the guidewire that was seen on post-op xray.